Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia in the 300s shortly after starting on the pump and announcing a first meal, and later reported persistent glucose around 280 despite changing the infusion set. Troubleshooting included recommendations to change the cartridge and connector and continued monitoring, after which glucose returned to range the same day. Symptoms included hyperglycemia peaking 352 mg/dl. Outcomes included no hospitalization and resolution with continued device use and user-led component changes. Investigation included review of uploaded reports and user troubleshooting guidance. Investigation of this case revealed no device malfunction identified and that glucose normalized with continued use and site/supply troubleshooting, consistent with early therapy adaptation and possible infusion or set-up factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.